Event description:
Pt noted problem. Called staff into room. Epidural catheter broken off with hub to solution tubing. Hemostat applied to tubing until physician arrived to remove remainder of epidural catheter.